Event description:
An ophthalmic surgeon reported the pressure was higher in the eye than the machine was indicating on the display during a silicone oil explant procedure. When the oil was removed, the central retinal artery was found to be closed, and retinal edema present at the vascular arcades. The retina was attached. The system was showing a pressure of 20 millimeters of mercury (mmhg). The infusion was stopped, a quantity of liquid was extracted, after which the artery is re-perfused. The pressure was decreased to 18 mmhg, then more until 6 mmhg. When infusion restarted, the same phenomenon appears and the central artery is closed. The surgery was ended leaving serum in patient's eye and a decreased intraocular pressure. Follow up information was received stating that the surgeon checked the patient's status and the "situation is not presenting well". The patient has "strong retinal edema and the retina is white (non-irrigated via the blood flow) and the central retinal artery is not functioning." The surgeon is keeping the patient under observation in the hospital.

Manufacturer narrative:
The company representative examined the system and could not find any issues that would have contributed to the customer reported events of central retinal artery occlusion (crao) and retinal edema. In addition, for diagnostic purposes the company representative replaced the battery power module and the air filter which was unrelated to the reported event. The system was then tested and met all product specifications. A review of the system's event log for the date of (B)(4) 2013 did not reveal any nonconformity related to crao and retinal edema; the event log showed no abnormal activity. It should be noted that the intraocular pressure (iop) control is intended to maintain a minimum intraocular pressure. If the iop increases above the set point, the system will not infuse any fluid into the eye until the iop has been detected to fall below the set point. The operators manual states "the iop control mode compensates for the pressure drop caused by fluid flowing through the infusion tubing set to provide a constant iop. Iop compensation is available only with premium cassettes in posterior and combined surgical modes." Therefore if there is no pressure drop, fluid will not flow through the infusion cannula. A review of complaints for the previous 24 months did not indicate any additional similar reports for this system. Interim conclusion on (B)(4) 2013, (B)(4). The cassette has been received and in-house testing is in progress. A questionnaire was received and reviewed. The customer indicated that the pressure in the eye did not change; only readings on the system indicated a decrease. The surgeon tried to remove fluid from the eye in order to obtain a decrease of pressure in the eye. The surgeon explains that the pressure was higher in the eye than the machine was indicating on the display. A company clinical analyst reviewed this file and stated the noted: during surgery for silicone oil explant (extraction), the entire volume of silicone oil was removed from the eye. Upon inspection, the central retinal artery was found to be closed (non-perfused), and retinal edema was present at the vascular arcades. The retinal remained attached. The system was showing a pressure of 20 mmhg. The infusion was stopped, a quantity of liquid (fluid) was extracted, after which the artery was observed to have re-perfused. The pressure was intentionally decreased further to 18 mmhg, and then decreased to 6 mmhg consequently. When infusion was restarted (not stated to what level it was set), the same phenomenon appeared and the central artery again was noted to be closed (non-perfused). The surgery was ended, "with leaving serum in patient's eye" (not clarified if this was a therapeutic mitigation for crao or for something else) and a decreased iop. The accuracy of the iop reading intraoperatively is being questioned by the surgeon in this instance. The doctor confirmed that the iop readings during surgery were 20 mmgh, then 18 mmhg and then 6 mmgh, as per the initially stated. It was however, claimed that the pressure in the eye did not change, and only the system readings indicated a decrease. There were no reported system messages nor were there any other indications that would point to a system malfunction. Although it is known that intraocular surgery can induce the occurrence of crao, it is extremely uncommon. Some studies have shown that there are typically pre-existing ocular ror systemic factors that would predispose the patient from developing crao such as hypercoagulable states, hypertension, diabetes, and glaucoma. These factors are all unknown in this instance. It is also interesting to note that after the silicone oil was fully extracted, and when the fluid infusion iop levels were gradually decreased (20 to 18 to 6), the central retinal artery appeared to be responding by the observation that it was perfusing (as stated in the report), but the reoccurrence of the non-perfusion again recurred when the reinfusion was again initiated. Without further information, the root cause of the incidence of crao in this instance could not be definitively ascertained. The system was found to meet product specifications. At this time without further patient information, the root cause of the incidence of crao in this instance could not be definitively ascertained. (B)(4).